Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 448 mg/dl. Customer treated using the pump. Customer stated that she later checked her sensor and it read 396 mg/dl. Customer stated that yesterday it was still running high. Customer ended up taking the pump off. Customer stated that she didn't take the site out though but the tubing was removed. Customer stated that she tried to prime. Customer stated that no insulin came through, so she changed it out. Customer stated that this happened a week back as well. Customer stated that it was 2 weeks ago. Customer reported that the cannula in the first event was bent. Customer didn't save the set and had tossed it.